Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
Noise on lead caused inappropriate detection and therapy. Likely due to collision in right ventricle with previously implanted, capped lead. Lead remains implanted.